Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarm from the insulin pump. The customer's blood glucose reading was 367 mg/dl. The doctor stated that he did not want her to wait to change the reservoir. The customer stated that she is 19 weeks pregnant and the doctor does not want to take a risk. The customer declined to troubleshoot for high readings. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.